Event description:
During a procedure of cerebral coiling, the tip pf the catheter broke off in the patient's basilar artery. The physician aspirated with a 20 cc syringe and the tip was removed. Patient remained hemodynamically stable during the entire procedure.